Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the nc voyager balloon catheter was being used to post-dilate a stent located in the mid left anterior descending (lad) lesion. However, during inflation, the balloon ruptured between 13 to 14 atm. Another nc voyager was used without an issue. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: quality assurance analysis revealed that the balloon dilatation catheter (bdc) was returned with blood in and on the balloon, in the inflation lumen, on the distal shaft, on the hypotube, and in the hub. There was contrast in the balloon, in the inflation lumen and on the distal shaft. The balloon was loosely folded. There was no damage noted to the bdc. A new indeflator, filled with water, was used to pressurize the balloon to rbp of 265 psi when fluid came out of a pinhole on the balloon. There was a pinhole on the balloon, 1.3 cm distal to the balloon proximal marker at the middle portion of the balloon. There was a scratch on the balloon along the pinhole. Product performance engineering reviewed the incident information and analysis of the returned product. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. To ensure this type of damage is not a result of a manufacturing deficiency, all balloon catheters are 100% leak tested on line and a sampling of units are rupture tested prior to lot release. The patient anatomical information was not provided with the case description which may have aided the evaluation; however, as noted in the reported information, the voyager nc balloon catheter was used to post dilate the implanted stent, which may have contributed to the balloon rupture. It is likely that the balloon material was damaged (scratched) during interaction with stent implant, such that the balloon ruptured at 13 to 14 atm. The manufacturing records for this lot were reviewed and there were no nonconforming material records (ncmr) associated with this lot and all lot release testing met specifications. This MDR is considered closed by the product performance group.